Event description:
Independent repair center customer alleged alarming/red light. The key failure is the unit was alarming, flow meter was not turned on, and loose heat exchanger tubing clamp is causing leaking. Re clamped and no parts needed.